Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump had alarmed replace battery now and blank display. Customer's blood glucose level was 10.0mmol/l at the time of the incident. It was reported that the insulin pump received change battery and shortly after the insulin pump lost all power. It was reported that the battery was changed and did not resolve the issue. The insulin pump will be returned for analysis.